Event description:
It was reported that the pump was returned to the manufacturer from an unknown source with no return paperwork. The manufacturer's device tracking system indicated that the patient expired (date of death (B)(6) 2007). The pump underwent routine analysis. The drug delivered via pump was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2003, explanted: product type catheter. (B)(4).